Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, it was reported that they got the stimulator yesterday and everything was fine. Patient was fine all the way home sitting in the car. When they got home they took a nap when they got up to go and sit down in the living room they started to get a shocking feeling in their right buttock. It was sort of weird because it didn't do anything while they were driving home. Patient had a real hard time finding the device with the communicator. Patient turned the stimulation down to a comfortable level. The patient was redirected to their healthcare provider to further address the issue.